Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The device was in back up vvi mode. A device download was attempted several times and was unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via device image and was due to two resets within a short period of time. The cause of the resets was an anomalous component on the hybrid.